Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The patient claims that he has to wear pads because his aus is not functioning as intended. No decision has yet been made for explanting the device.